Manufacturer narrative:
Review of the device history records revealed no deviations that would contribute to the reported complications. The product met all pre-determined acceptance criteria. Review of sterilization records indicate the product was processed in accordance with product requirements and met all pre-determined acceptance criteria for sterility. The cause of the complications can not be determined from the provided information or the manufacturing records.

Event description:
It was reported that a (B)(6) woman, with (B)(6), underwent a left mastectomy followed by immediate breast reconstruction. Meso biomatrix was implanted along with a tissue expander for reconstruction. After 3 weeks of implantation, skin recrosis developed on the left areola in addition to a seroma. The necrosis was removed and the seroma was evacuated. There was no prosthetic exposure. The patient was treated with antibiotics. The meso biomatirx and the expander were not explanted. The patient is now in good health.